Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 1 year and 5 months. The pump was not available for evaluation. A correlation between the device and the reported events could not be conclusively determined. Device thrombosis, hemolysis, bleeding, and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2015 the patient presented with elevated lactate dehydrogenase (ldh) levels and suspected thrombus. A bivalirudin infusion was started and the ldh initially decreased, but later elevated again. On (B)(6) 2015 the patient experienced altered mental status and a CT scan showed a frontal cerebral bleed. The bivaliruden was discontinued due to the cerebral bleed. The patient's ldh continued to rise in the absence of bivalirudin. The medical team started the patient on a low-dose heparin infusion with titration to a full-dose heparin infusion. The ldh remained elevated and bivaliruden was then reintroduced in conjunction with heparin. The patient's ldh continued to rise. It was reported that the patient was considered high-risk for lvad exchange due to non-compliance and other unspecified factors. The patient was reportedly intermittently lucid enough to express the desire to go home. The patient was to be discharged to home per the family's wishes. However, before discharge, the patient became febrile. Blood cultures were positive for a staphylococcal species, and a urinalysis was positive for white blood cell and bacteria levels too high to quantify. The patient's condition continued to deteriorate with labored respirations and altered mental status. On (B)(6) 2015 the patient became suddenly apneic and expired. The cause of death was reported to be complications related to lvad thrombus, bacteremia, and septic shock.